Event description:
Customer reported experiencing low run times where 2 batteries only lasted about 5-10 minutes. No adverse event reported. This pertains to the autopulse resuscitation system. Batteries are covered under report #3003793491-2012-00201

Manufacturer narrative:
Reported complaint of "low run times with two batteries" was not confirmed. The autopulse resuscitation system ran with a test battery and test manikin without any problems. No adverse event reported.